Event description:
A home patient contacted baxter's technical service center "wondering if the homechoice (machine) put air into them". Troubleshooting with the patient revealed that the patient has been routinely connecting two patient line extension sets to the patient line of a standard homechoice set after the prime cycle has already been completed. The home patient does, however, have an initial drain. Per the home patient, they were in the hosptial and the doctor said "did you know you have a large amount of air in your stomach?", the pain was so extreme they could not raise their arm. Per the home patient's nurse, the home patient never informed anyone at the clinic of the alleged air infusion.